Event description:
Complainant alleged that du ring a routine shift check by a clinician, the device would not allow the defibrillator to charge. The complainant indicated that there was no pt involvement in the reported failure.